Event description:
During a lead revision procedure on (B)(6) 2023 (related manufacturer reference number:1627487-2023-05070) it was noted that during the original implant the sleeve of the tunneling tool was left implanted. The sleeve was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.